Manufacturer narrative:
The patient's sex was not provided. (B)(4). Approximate age of device is 1 month. The event occurred at the (B)(6) center in (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Pump pocket infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on 10/07/2015. It was reported that the patient was diagnosed with a pump pocket infection. The patient was treated with unspecified drug and surgical therapy. The cause of the infection was reported to be the complexities of medical management. No further information was provided.